Manufacturer narrative:
Unit was unable to prime during prime/delivery test due to moisture damage on back pressure sensor. Unable to perform excessive no delivery test due to prime/fill anomaly. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and missing end cap sticker.(B)(4).

Event description:
The customer reported via phone call that the insulin pump was stopping delivery. The customer stated that the insulin pump had multiple no delivery alarms. Blood glucose level at the time of the incident was 137 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.